Manufacturer narrative:
(B)(4). The two installed battery chargers were returned to physio-control for evaluation. There was no failures found with both chargers. Physio is anticipating the device return to the manufacturing facility and continues to investigate the reported event. Physio-control will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
It was reported that the device continued to display the charge pak and low battery indicators when two internal battery chargers were installed. The device download review showed that the internal hlc batteries were charge depleted to a critical level prior to replacement of the battery chargers. The device was not able to provide defibrillation therapy in the reported condition. There was no patient use associated with the event.